Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2021-27243. It was reported that the patient presented in clinic for a generator upgrade. Interrogation of their pacemaker (pm) showed noise on the right atrial (ra) and right ventricular (rv) leads. The ra lead was over-sensing the noise. The patient was asymptomatic. The ra and rv leads were capped and replaced on (B)(6) 2021. The patient was stable throughout the procedure.